Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer was unable to calibrate the fraction of inspired oxygen (fio2). Although requested, the information regarding patient involvement and the outcome was not provided. The service engineer inspected the device and calibrated the o2 sensor. The ventilator passed all tests and operated within the manufacturing specifications.